Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the third firing, scrub nurse connected the cartridge, removed the yellow tab, and checked the opening and closing. There was no problem, so the device was passed to the doctor immediately. The doctor clamped the lung and pressed the green button, but resection could not be performed. The handle was too stiff to be squeezed, so the reported cartridge was stopped using and a new product was opened. There was no patient injury.